Event description:
Alleged when raising the bed from the low position and releasing the switch, the bed will continue to run up a few inches on its own.

Manufacturer narrative:
Repairs to the bed have not been completed.